Manufacturer narrative:
(B)(4).

Event description:
The patient reported having problems with the pain implantable neurostimulator (ins) for pain. She was not able to get the ins to turn on and was having issues with the battery. It was noted that the ins was implanted (B)(6) 2007. Indication for use included complex regional pain syndrome type ii. Follow-up was performed to clarify the issue, determine what led to the issue, when the issue began, what symptoms were experienced, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.